Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use in: ¿olympus gif/cf/pcf-260 series operation chapter 3 preparation and inspection 3.6 inspection of the endoscopic system. Reprocessing manual chapter 3 cleaning, disinfection, and sterilization. Procedures 3.3 precleaning 3.5 manual cleaning.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the auxiliary water tube/channel of the subject device was blocked by a foreign material. There was no patient involvement.